Event description:
During an arrhythmogenic right ventricular cardiomyopathy ventricular tachycardia procedure, the sideport of the sheath was filled with air. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional access site was required.

Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ 71 cm sheath, large curl, 8.5f sheath was received for evaluation. Functional testing determined an air/fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.